Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during a superficial femoral artery angiography procedure, upon removing the catheter, it appeared that it had disintegrated and cut in two. A small piece was missing on the distal part of the probe which remained in the patient and was not found. The catheter was just introduced to perform the arteriography, there was no significant manipulation with it. No additional information available.